Manufacturer narrative:
The account will not be returning the device for eval. A serial number was not reported for a DHR review. This report will be updated if add'l info is obtained.

Event description:
It was reported that the battery housing opened during surgery. No further info is known. There were no adverse consequences reported.